Event description:
Implant space was prepared to provide a proper sized space to insert the device. The surgeon was inserting the device until progression into the space stopped. The surgeon then increased the force to move the device more anteriorly and snapped off the corner of the device. Upon x-ray evaluation, the surgeon was satisfied with the alignment of the device and the amount of surface contact. The broken piece was reported to be approximately 5-10% of the device and was readily removed, as it was still attached to the inserter instrument. This broken piece was discarded by hosp personnel. The remaining device was not explanted.

Manufacturer narrative:
The cause of the device breakage could not be definitively determined, but it is believed that excessive force or loads applied to the device during insertion led to the breakage, with user technique contributing to the excessive loading. The package insert for the device contains a warning that the device could break during insertion and that excessive loads may result in breakage.